Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-feb-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the user had removed 2 mg of medication & the device said that an 8mg was taken out. A technical support specialist discovered that the medication settings in the formulary were incorrect, which caused the system to record the removal of 3 mg as two separate doses. The customer confirmed that no further issues occurred when removing that medication at the station. The system functioned as intended after it was troubleshot by the technical support specialist.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ 4000 user took out 2mg & the device said that an 8mg was taken out. There were no adverse events or injuries reported as a result of this incident.